Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 395 mg/dl after breakfast while using the ilet system, and customer support guided the family to verify insulin flow through the tubing with observed drops; glucose gradually decreased to 340 mg/dl and later to 281 mg/dl, and values returned to range by the evening. Symptoms included elevated blood glucose without reported acute complications. Outcomes included recovery to target range without medical intervention or hospitalization. Investigation included telephone-based troubleshooting and user education focused on verifying insulin delivery and considering a supply change. Investigation of this case revealed no device malfunction identified during the call and a likely transient event associated with meal announcement and insulin delivery verification. It was concluded that the event represented hyperglycemia of unclear cause with resolution following troubleshooting and normal device use.